Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tissue closure procedure at an anastomosis, the thread broke three times while they used a running stitch suturing technique. The procedure got extended for more than thirty minutes. They used another suture to complete the case. There was no patient injury.